Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer stated the tilt was going into lockout randomly, dealer found the cord was damaged.